Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricle connector was cracked. Analysis also found the battery chamber was dirty (a lot of blood inside), the lower case was cracked, and the battery contacts were visibly contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connector was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.